Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.

Event description:
It was reported that the patient started using a replacement cadd ms3 pump and started feeling unwell at lunch. She stated it felt like she was not getting her medication from this pump. She was having a harder time breathing. Reviewed and confirmed one time and the correct rate on the rate screen. Patient switched over to pump 487430 and started to feel better. Assisted with programming #453578. Patient feeling back to normal at end of call. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.